Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed - an image was visible. During evaluation the balloon water tube was found to have foreign objects coming out of distal end. Additionally, the device evaluation revealed the following: the control unit had discoloration, the right mouthpiece was dirty, scope connector cover had discoloration, the cover glass was dirty,the distal end was shaved, the connecting tube had a buckling, the bending angle in the up direction does not meet the standard value. Due to a pinhole on channel-tube, water tightness was lost. The image guide bundle had significant breakages and had a stain. Due to damage on ultrasonic cable, the number of missing elements exceeded the standard value. The bending tube was damaged. Due to damage on bending tube, the joint section between bending tube and distal end was not secured. The acoustic lens was peeled and damaged. Due to peeling of acoustic lens, displayed ultrasound image was defective. Corrosion was found on the image-guide mount, image guide cover, image guide holder and right center joint due to water leakage. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a diagnostic endoscopic ultrasound (eus) the image was not displayed on the monitor of the evis exera ii ultrasonic bronchofibervideoscope. The procedure was completed without delay. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the tube could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the tube or the image not being displayed could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.